Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing , the customer reported issue was confirmed as the upstream thermistor was found out of specification. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor . The ultrasonic sensor, force sensor and downstream tubing guide require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.